Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was surgically abandoned due to a fracture noted during a scheduled procedure for a device replacement. A new ra lead was successfully implanted. There were no adverse patient effects reported.